Event description:
Reporter indicated that vns patient was hospitalized two weeks post-implant due to drainage from incision site. Treating neurosurgeon indicated that the patient is on coumadin to treat atrial fibrillation and was implanted with the vns after heparin was administered. As a result, surgeon indicated that it was a high likelihood that the patient had a superfical seroma. The patient was placed on antibiotic empirically and cultures were negative for infection. Further follow-up revealed that the patient's wound was now healing fine with no signs of infection or drainage.